Manufacturer narrative:
On (B)(6) 2015 09:08 am (gmt-4:00) added by (B)(6): there was a lack of information provided by the initial reporter. The device was placed in quarantine. This investigation is on-going and the results will be included in a follow up report.

Event description:
The customer reported that the mobile light overbalanced toward the patient when the medical staff was moving the light. No patient injury was reported as the nurse retained the device. (B)(4).

Manufacturer narrative:
(B)(6). A maquet field service technician (fst) evaluated the device in presence of the local biomedical engineer. No failure were found. Maquet determined that the most likely cause of the reported event is a user error. The operating manual includes instructions to secure the device when it is moved or immobilized.

Event description:
(B)(4).